Event description:
It was reported that on (B)(6) 2012, a xience v 3.5x28mm stent and a promus rx 3.0x28mm stent were implanted in the pre-dilated mildly tortuous and calcified, concentric, 90% stenosed, de novo lesion in the proximal to distal right coronary artery (rca). Post-dilatation was performed on the xience v to fully appose it to the vessel wall. Intravascular ultrasound (ivus) was performed and confirmed that both stents were fully apposed to the vessel wall. On (B)(6) 2012, three non-abbott stents were implanted in the left main (lm), left anterior descending (lad) and left circumflex (lcx) arteries to treat additional pre-existing lesions. Post-dilatation and ivus were performed and showed complete wall apposition of the stents. Although there was 25% post-operative stenosis, the procedure was completed. Coronary angiography (cag) was not performed to the rca at this time. Five days after the non-abbott stents were implanted, the patient went into shock and cardiac arrest. Thrombus was noted in the left main and it was confirmed by cag that there was no blood flow. The occlusion was treated by thrombus aspiration, balloon angioplasty and thrombolysis. The blood flow to the lm artery could not be restored and the patient expired on (B)(6) 2012. The physician stated that one of the causes of death could have been that the clopidogrel did not work properly due to the patient's extremely high and uncontrolled blood glucose levels and it would not be related to the implantation of the promus 3.0x28mm or the xience v 3.5x28mm stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: stents: promus element 2.75 x28mm, nobori 3.5 x18mm, promus element 3.0 x 28mm, xience v 3.5x28mm. There were no reported product deficiencies. The reported patient effects of cardiac arrest, death, thrombosis, and shock are listed in the japan promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v is being filed under a separate medwatch manufacturing number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.